Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing the reported issue of the error code 133.6080 on the pcu was confirmed during the log review but was not replicated during the investigation. However, error code 133.6090 was replicated and observed during testing. ¿ laboratory test results identified a defective logic board on the suspect pcu. ¿ a review of the pcu battery logs did not observe any issue or warnings that could have contributed to the reported event. ¿ a review of the logs showed that the error code 133.6080 last occurred on 05aug2025 at 2:07 pm, before to that date only error code 133.6090 appeared. O four instances of error code 133.6090 (main speaker failure) were recorded on 05jun2025. O on 05aug2025, at 2:07 am, the error code 133.6080 (back up speaker failure) was recorded. ¿ no active infusion was programmed on the day of the reported event. The pcu was turned on, the system error code appeared. This event is repeated every time the pcu was turned on and after 1-2 minutes the device was turned off. ¿ there were no findings during the internal or external inspection that could be attributed to the reported event. ¿ the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu s/n (B)(6) (w/o: 02056527) device opened for investigation, please replace the logic board. The repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had shown an error code 133.608. There was no patient involvement.